Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the outer insulation was breached due to clavicle-rib crush. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was pulled apart due to overstress, the outer insulation was breached cut and the outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the outer insulation was breached due to clavicle-rib crush. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was pulled apart due to overstress, the outer insulation was breached cut and the outer insulation had a cosmetic depression.

Event description:
It was reported that during the right ventricular lead replacement the atrial lead fell out. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.